Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient's mother reported that the patient's personal diabetes manager (pdm) read 49 mg/dl when they woke up on (B)(6) 2021. They corrected the low blood glucose (bg), waited 15 min, and then their bg read 45 mg/dl. They corrected with insulin again. The patient left for their grandparents house and the bg read 41 on the way there. While there, the patient compared their pdm bg meter to their grandfather's meter. The patient's meter read in the 40's while their grandfather's read 595 mg/dl. The patient and their mother then went to a clinic so that they could compare meter values there. The clinic's meter read "high" while the patient's still read in the 40's. While at the clinic, the patient was administered insulin via syringe. Patient was released the same day after an hour.